Event description:
While investigating a (B)(6) male pt's monitor for an unrelated issue, a reportable problem was discovered. Monitor sn (B)(4) was displaying a service code 108 and was resetting intermittently.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor resetting, code 108) was confirmed. Upon investigation the monitor was intermittently resetting and displayed a service code 108. The cause for the rests and service code were isolated to a malformed database on the monitor ram chips (u100 and u101) on the pca board. Files were found to be missing from the database, causing intermittent resets of the monitor. The root cause for the malformed database on the ram chips could not be positively identified. No adverse event resulted from the malformed database. The pt received a replacement monitor.